Manufacturer narrative:
Factors that can affect stent dislodgement outside the body include positive / negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. A conclusive root cause for the stent dislodgement cannot be determined. There is no indication to suggest that materials or workmanship may have caused or contributed to the anomaly. The IFU states that: "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted".

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient's anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the device was inflated in the distal right coronary artery; however, the stent could not be seen. The stent was actually found on the backtable, as it had dislodged prior to use. The case was continued and another stent was implanted. There was no patient injury. No additional event or patient information is available.